Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, a crack along the battery compartment was found during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display gradually dimmed over time. It was reported that the pump was exposed to moisture after the display issue began. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.